Event description:
Consecutive blood pressure readings were identical at 129/73. Manual check of blood pressure obtained and was 54/30. Patient required administration of ephedrine and intravenous fluids to restore blood pressure to accestable level. Malfunction could not be duplicated by hospital bio-medical technician upon evaluation after event. Unit returned to manufacturer to evaluate and service if necessarydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.